Manufacturer narrative:
(B)(4). The device was manufactured between july 31, 2013 and august 1, 2013. The device was not returned; therefore, an evaluation could not be conducted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that it was observed that the bladder of an lv 5 infusor did not empty completely upon completion of a patient infusion. The reporter stated that the bladder appeared to have deflated about a quarter of the amount it should have after the expected infusion time. There was no patient injury or medical intervention associated with this report. No additional information is available.